Event description:
Medtronic received information regarding a pipeline flex shield stent that failed to open in the middle segment. The patient was undergoing a procedure via femoral artery access for flow diverter treatment of a posterior communicating artery (pcom) unruptured saccular aneurysm. The aneurysm max diameter was 5mm and the neck diameter was 4mm. Vessel tortuosity was normal. It was reported that the devices were prepared and the catheter flushed as indicated in the instructions for use (IFU). After the phenom 27 microcatheter was in place, the pipeline stent was deployed. However, the middle section of the stent could not be opened. Retrieval and redeployment was attempted multiple times but was unsuccessful in opening the pipeline. The pipeline and phenom were withdrawn together and both devices were replaced to complete the procedure successfully. There was no harm or injury to the patient. Post procedure angiographic results showed expected blood retention in the aneurysm.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s, (lot: 229935203); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex shield was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal, middle, and proximal sections were found to be open with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open at middle section¿ was not confirmed as the braid's distal, middle, and proximal sections were found opened with no damage. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was normal, and the braid was not positioned in the vessel bend, which eliminates these factors as potential causes. The cause of the ¿failure/incomplete open¿ could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the pipeline was in a straight section when it failed to open. Retrieval and deployment was attempted to open the device. It was noted that there was mild resistance during delivery/positioning, but this was said to be within normal range. There was no problem with the phenom microcatheter. There was no damage observed to the pipeline or phenom microcatheter.